Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, lens not implanted. If explanted, give date: not applicable, lens not implanted, therefore, not explanted. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
A report was received that a zcb00 intraocular lens was defective, particle on lens. This was observed when removing from packaging. No further information available.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/11/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was received inside the lens case in the packaging box. The lens was observed under microscope and a clear and dry debris was observed in the edge of the optic zone and in one of the haptics. The complaint was verified; however, since the lens was handled it, the source of the debris cannot be determined. A product quality deficiency was not identified. The lens with the debris was sent for additional analysis in order to identify the foreign material by fourier transform infrared (ftir) spectroscopy. Visual examination revealed foreign material on the lens surface, with what appeared to be a clear, unknown liquid. A photograph which accompanied the sample clearly identified the location and material of interest. The foreign material was identified as probably a mixture, possibly composed of calcium salt(s), polycarboxylate and/or detergent/soap/cleaner. The foreign material was probably a mixture, possibly composed of some or all of the following: calcium salts, perhaps specifically calcium citrate or calcium sodium citrate; a polycarboxylate; detergent/soap; salt solution. According to subject matter expert (sme), the iol can be expose to different materials during the manufacturing process; however, throughout the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing a microscope magnification steps that would have identified and discarded a lens with a similar particulate or substance, as required by our approved procedures. In addition, and as required in the direction for use (dfu), the lens should be removed from the pouch in a sterile environment and examined thoroughly to ensure particles have not been attached before implanting. Based on the evidence observed, it is not possible to confirm if the particle or substance observed is related to manufacturing, as the reported lens was handled and prepared for a surgical procedure. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.